Manufacturer narrative:
The report of the event unable to interrogate was confirmed. The loss of communication was due to low battery voltage. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster information. From this analysis, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Event description:
It was reported that during a follow up in clinic, the device was unable to be interrogated. The device was explanted and replaced to resolve the event. The patient was in stable condition.